Event description:
As reported, after deployment if a 7mmx 30mm precise pro self-expanding stent (ses), the delivery system was unable to be properly removed from an unknown angioguard embolic capture guidewire (ecgw). The precise pro stent housing tip had been advanced all the way to the distal filter basket on the angioguard, and the precise pro stent housing tip was stuck on the filter basket. As a result, the stent housing tip would not retract, causing the angioguard filter to move along with it. There was resistance between the precise delivery system and the vessel during removal. The angioguard wire and precise delivery system were inserted through the non-cordis 90cm access sheath, and the non-cordis 90cm sheath was advanced to recapture the angioguard filter and remove both the angioguard filter and precise delivery system together. There were no reported injuries to the patient. The target vessel was the common carotid/internal carotid artery, which had mild tortuosity and stenosis. Both devices were stored and prepped per the instructions for use (IFU). The devices were not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after deployment if a 7mmx 30mm precise pro self-expanding stent (ses), the delivery system was unable to be properly removed from an unknown angioguard embolic capture guidewire (ecgw). The precise pro stent housing tip had been advanced all the way to the distal filter basket on the angioguard, and the precise pro stent housing tip was stuck on the filter basket. As a result, the stent housing tip would not retract, causing the angioguard filter to move along with it. There was resistance between the precise delivery system and the vessel during removal. The angioguard wire and precise delivery system were inserted through the non-cordis 90cm access sheath, and the non-cordis 90cm sheath was advanced to recapture the angioguard filter and remove both the angioguard filter and precise delivery system together. There were no reported injuries to the patient. The target vessel was the common carotid/internal carotid artery, which had mild tortuosity and stenosis. Both devices were stored and prepped per the instructions for use (IFU). The devices were not returned as expected. The device was not returned for analysis, and no lot or catalog information was provided. Since no lot number was provided, a product history record (phr) review could not be generated. The reported ¿stent delivery system (sds) - withdrawal difficulty¿ and ¿filter basket withdrawal difficulty snagged/caught¿ could not be verified as the devices were not returned for analysis. Additionally, it is difficult to confirm any difficulties related to the withdrawal of the devices as this cannot be simulated in a lab setting. Many factors may contribute to withdrawal difficulties including and/or not limited to, patient anatomy, vessel characteristics, and operator techniques. Without the return of the devices for analysis it is difficult to draw a clinical conclusion between the devices and the events reported. The IFU advises users to allow sufficient space between the lesion and filter basket to prevent interference with the distal tip of interventional devices. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e., stent delivery systems, angioplasty balloons) to be used throughout the procedure. According to the instructions for use for precise, which is not intended to mitigate risk, ¿initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ neither the phr nor the information available suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, after deployment if a 7mmx 30mm precise pro self-expanding stent (ses), the delivery system was unable to be properly removed from an unknown angioguard embolic capture guidewire (ecgw). The precise pro stent housing tip had been advanced all the way to the distal filter basket on the angioguard, and the precise pro stent housing tip was stuck on the filter basket. As a result, the stent housing tip would not retract, causing the angioguard filter to move along with it. There was resistance between the precise delivery system and the vessel during removal. The angioguard wire and precise delivery system were inserted through the non-cordis 90cm access sheath, and the non-cordis 90cm sheath was advanced to recapture the angioguard filter and remove both the angioguard filter and precise delivery system together. There were no reported injuries to the patient. The target vessel was the common carotid/internal carotid artery, which had mild tortuosity and stenosis. Both devices were stored and prepped per the instructions for use (IFU). The devices will be retuned for evaluation.

Manufacturer narrative:
The catalog and lot numbers are currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.